Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient's information was missing from stations. A technical support specialist reviewed the information previously provided regarding the two patients reported as missing across the pyxis stations. Verified that one patient was appearing on the station with a visit type of active directory (adt); however, the visit identity previously provided was incorrect. Tss was unable to locate the second patient when searching by first name, last name, or the supplied visit identity and requested the correct visit identity from the customer. The customer then requested that the ticket be closed, stating that the patient identity information was correct at the time the patient was present and that differing identity numbers indicate different encounters. Therefore, the tss closed the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned that patients had disappeared from multiple pyxis stations across different departments. The visit type was shown as placeholder instead of the expected active directory information, and the admitted status appeared as unknown. At least two departments had been confirmed as affected, and the customer believed additional areas may also be impacted. As a precaution, sites had placed their pyxis stations into critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.